Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 305 mg/dl at the time of the incident. The customer was at 42, 49, to 75 mg/dl on the morning of the call. The customer used did not mention how they treated. The customer experienced symptoms such as being delirious. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported an incident where the reservoirs were not seating properly in the pump as they were crooked. Every other reservoir snaps off the notches that hold it in place. The customer used tape to resolve the issue. The customer mentioned issues with infusion set tape where their site would fall off after a few hours. The customer reported getting insulin flow blocked alarms. The customer mentioned they had blood glucose levels of over 400 mg/dl on one occasion. Troubleshooting was not completed as the customer declined. The customer mentioned that people say they always smell like insulin. The customer also mentioned sensor calibration and warm up issues. The insulin pump will be returned for analysis.